Manufacturer narrative:
Section a3b, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: n/a, as there is no indication that the lens was implanted. Section d6b: explant date: n/a, as there is no indication that the lens was implanted. Section e1: telephone number: (B)(6). Device evaluation: the photograph received from the customer was evaluated. The photograph showed the folding carton label for the suspect product (sn: (B)(6). The label was scanned resulting in: drn00vi24080690025390928. The first and last serial number labels from the production order were also scanned resulting in: drn00vi24080688025390928 and drn00vi24080694025390928. No issues were identified with the customer label and labels from the manufacturing record. Further evaluation could not be performed as no product was received. The complaint issue "incorrect lens power" and "labeling issues" were not identified during photograph evaluation. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted. During the postoperative follow-up conducted four hours after surgery, the patient exhibited a subjective spherical refraction of +3.00 d. The surgeon noted a discrepancy in labeling, as the outer box indicated a +24.00 d lens, while the stickers attached to the implant sheet specified a +19.00 d power. Based on this, the surgeon suspects that a +19.00 d lens was implanted instead of the intended +24.00 d lens and confirmed that no mix-up with other patients or lenses was possible as no iols with a +19.5 d power were used that day. No further information has been provided. Note: this report addresses the lens sn labeled as +24.00 d on the outer box associated with the event. A separate report will be submitted for the other serial number lens involved.